Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction and restenosis. Lesion 1 was located in the mid left anterior descending (lad). The lesion was 80% stenosed, 2.25mm in diameter and 14mm long. The lesion was treated with predilation and placement of a 2.25x16mm taxus liberte stent. Residual stenosis was 0%. Lesion 2 was located in the proximal lad. The lesion was 80% stenosed, 2.25mm in diameter and 22mm long. The lesion was treated with predilation and placement of a 2.5x24mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2012, the patient presented with substernal chest pain radiating to breast to emergency room. Electrocardiogram revealed non-st segment elevation myocardial infarction. A 99% proximal narrowing and in-stent restenosis of the proximal lad was noted. The proximal lad was treated with direct placement of a 2.75x12mm promus element stent. Post dilation was performed. Residual stenosis was 0%. The event was considered resolved without residual effects. The patient was discharged 2 days later on aspirin and effient.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).